Event description:
During a thoracentesis procedure, m.d. Noted that a piece of the thoracentesis catheter sheared off while he was attempting to remove it from the pleural cavity. The pt went to radiology for fluoroscopy for retrieval of the sheared off piece of catheter. A 4 inch piece of catheter was successfully removed.